Event description:
Healthcare professional reported "left side reoperation reasons noted as the following event(s):capsular contracture, baker grade-3, change shape/size/style." Device is explanted and replaced.

Manufacturer narrative:
The event of "capsular contracture, baker grade-3" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade-3."